Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the device identified dents, scratches and tool marks. Discoloration was noted around the header, likely due to high energy shocks. Review of device memory found charge time exceeded faults had been recorded. All telemetry operations with the device were normal. The device was unable to pass all automated therapy verification. Analysis of the device memory confirms that tachycardia therapy was not available at the time of explant. The device passes longevity calculations. It is concluded that the charge time exceeded faults resulting in the fault code 1007 noted in the field were a result of numerous hv charge cycles rapidly depleting the battery.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1007, this code is indicative of shocking capacitors not being charged to the programmed voltage 45 seconds after the start of charging. Technical services (ts) was consulted and recommended device replacement. This ICD was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1007, this code is indicative of shocking capacitors not being charged to the programmed voltage 45 seconds after the start of charging. Technical services (ts) was consulted and recommended device replacement. This ICD was explanted and replaced. No additional adverse patient effects were reported.